Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening curved on radius and wear abrasion. Leak test and microscopic analysis was performed which identified: creases fold and opening crease sharp on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.